Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty inserting multiple usb cables into the usb port. The customer stated the usb cables felt loose in the usb port. Subsequently, the customer was having difficulty charging the pump. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.